Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, and 100% stenosed anterior tibia artery. A 2.0 x 20 mm mini trek balloon catheter was advanced over the guide wire to the lesion without resistance; however, as the balloon catheter reached the lesion, it could not move forward or backward over the guide wire. The devices were removed as a single unit. A new command guide wire and mini trek were used successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l device info: guide wire: command, sheath: 5f terumo 55 cm. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information. The ht command, referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.